Event description:
It was reported that pump battery was no longer charging. There was no reported impact to the customer¿s blood glucose level. No additional information were provided by distributor or technical support.